Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece measuring 58.0cm with the helix retracted and clogged blood. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 13.5cm to 13.6cm from the connector pin and the suture sleeve tied impression on the lead was noted at 14.6cm and 15.0cm from the connector pin. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.